Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory tract irritation, cancer, thyroid and lypnod. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. Maximum attempts were made to have the device returned for evaluation, investigation and to gather additional information but were unsuccessful. The device has not been returned to the manufacturer. At this time, no further investigation can be requested. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Device evaluation information was received on 08/16/2022, and section h10 should be reported as: the manufacturer received information from customer in reference to a rep dreamstation auto CPAP with an allegation of respiratory tract irritation, cancer, thyroid and lypnod. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre. During the evaluation, secondary findings was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was zero error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and unit got corrected. In box h evaluation method code grid, evaluation results code grid and conclusion code grid were updated in this report.